Event description:
The cartridge in use on their gem premier 3000 read a high lactate result on one pt sample. Data investigation showed error 1.08 occured 4 times (possibly due to an air buble in the referred solution), which affected the lactate sensor. As a result, the slope shifted from 77 to 123. However, the pt result was not flagged. The quality cartridge in use was non0iqm (intelligent quality management) cartridge. When qa run, the results failed EU to high recoery. No adverse event or change in pt treatment ase indicated in the complaint.